Event description:
Pump was reported to free flow dopamine into a pt. The pump went into a failure code (804:24). The nurse reported that she opened the pump "door" and the slide clamp on the set did not lock closed, causing the dopamine to "free flow" into the pt. The nurse stopped the flow and no pt injury resulted.